Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and required maintenance. A reboot and recovery were attempted unsuccessfully; the power cable was unplugged and replugged, and the back panel was opened and checked, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified a medication jam and objects obstructing the drawer mechanism and the retractable band need to be replaced. Then fse replaced the retractable band with a new one, resolving the issue. The system functioned as intended after the field service engineer repaired the device.